Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace sensor was displayed. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be an early sensor expiration. The reported event of an alert to replace sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.